Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that a vela cf ventilator was alarming vent inop, motor fault and fio2 errors during use. The customer confirmed that there was no patient harm.